Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site and also felt stimulation in a non-target area. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.